Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that after multiple attempts at re-positioning the lead to find the best position due to the patient's anatomy, the lead helix would not extend. The physician complained about the helix. The lead was exchanged. The patient was stable.